Event description:
Reporter alleged discrepant results were obtained with blood glucose monitoring device and a valid lab comparison. Reporter stated device measured 50 mg/dl and lab comparison was 120 mg/dl performed at the same time. Reporter stated patient was not treated based on device results, controls were within acceptable range, and linearity was good. A request was made for the return of the suspect device and replacement product was sent.